Manufacturer narrative:
The investigation into the ventricle perforation issue has been completed. The device was not returned for investigation. Based on clinical description, the root cause of ventricle perforation was most likely due to pump was in improper position.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported that a 26-year-old male patient was presented for hemodynamic support via impella cp implant. During insertion of the pump, an echocardiogram confirmed that the impella pigtail had penetrated the left ventricle which required surgical repair. The impella was removed.